Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for severe cardiac decompensation. The patient reported receiving four consecutive shocks following by beep tones prior to hospitalization. Upon interrogation this device was found to be operating in safety mode. The device was explanted without incident.

Manufacturer narrative:
Additional testing was performed and indicated the cause of the malfunction was a gate oxide malfunction.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted a small dent on the bottom of the device case. All seal plugs were intact and all setscrews operated normally. Device interrogation confirmed that the device was operating in safety mode. A review of the device memory confirmed that the device recorded three consecutive faults on (B)(6) 2016 which caused the device to revert to safety mode. Memory analysis also noted left ventricular (lv) lead impedance issues. The device case was opened and visual inspection noted no irregularities. Current measurements were taken with a variety of lv lead vector combinations to determine if a high current condition could be created; no high current was noted. Multiple attempts to recreate the failure mode were unsuccessful. The root cause of the three consecutive faults remains unknown.